Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system unexpectedly exited the clinical application in the registration task after loading exams. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen. Ent application and exams started normally. No automatic exits were observed during testing and computer passed all tests. No fault found.